Manufacturer narrative:
The device was returned as part of the asset return process , low light in image but image was visible and wire found corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, visera elite ii video system center , to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image from digital visual interface output due to faulty printed circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed, the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.